Manufacturer narrative:
(B)(4). The device was received and routed to service prior to the baxter product analysis laboratory being made aware of its complaint status of home patient passed away. Prior to being routed to service, a review of the device's logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. A two year review of the service history for homechoice, serial # (B)(4), shows that the device was not previously returned to the (B)(4) facility for any prior servicing. Further review of the device history record shows that the device was serviced and no parts were replaced. The device passed all tests and calibrations prior to its release. No issues were identified that may have contributed to the reported issue of a patient death. The assignable cause is undetermined.

Event description:
Baxter product surveillance received follow-up information from baxter (B)(4) as follows. Upon performing follow up on a complaint regarding an unrelated issue, gpv was notified that the patient had expired. Baxter gpv received communication from the caregiver indicating that the patient had expired and that they did not want baxter to contact them or the health care provider. No further contact attempts have been made. No further patient information is available.

Manufacturer narrative:
(B)(4). The device has been received by the baxter product analysis lab for evaluation. Upon completion of the evaluation, or if additional information is received , a follow up report will be submitted.